Event description:
Healthcare professional reported rupture. Device remains implanted. This record relates to right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Granuloma: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported rupture. Healthcare professional reported for right side "right implant was so defective¿, "sclerotic capsule tissue on the right with histiocytic-resorptive foreign body reaction to silicone in the case of implant rupture¿, "no evidence of malignancy, in particular no lymphoma infiltrates¿. The device has been explanted.

Manufacturer narrative:
Clarification to h6 (investigation findings, investigation conclusions): device photos were received and are under investigation. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional, changed, and/or corrected data: b5, b6, d.6b, h6.

Event description:
Healthcare professional reported for right side "right implant was so defective¿, "sclerotic capsule tissue on the right with histiocytic-resorptive foreign body reaction to silicone in the case of implant rupture¿, "no evidence of malignancy, in particular no lymphoma infiltrates¿. The device has been explanted.